Manufacturer narrative:
The device passed testing for delivery accuracy. No independent changes in rate were noted throughout the testing procedures. The pump history was downloaded and printed at the mfg site. The pump history indicates that in 06 at 1455, line b of the pump was delivering in the concurrent mode, ml/hr, with a vtbi (volume to be infused) of 16.1ml at a rate of 8.2ml/hr for a duration of 1 hour and 57 minutes. At 1601, the volumes on both lines a and b were cleared. Within the same minute, line a of the pump was programmed to deliver at a rate of 10ml/hr, with a vtbi of 203.3, for a duration of 20 hours and 19 minutes and the delivery was started. At 1653, line b alarmed that the delivery was complete. At 1654, line b was reprogrammed deliver at a rate of 150ml/hr, with a vtbi of 200ml, for a duration of 1 hour and 20 minutes and the delivery was started. At 1723, the delivery on line b was stopped and the device was powered off. Review of the pump history indicates that the pump delivered as programmed.

Event description:
User facility mandatory medwatch received that stated: "this insulin rate was found to be 150cc/hr. The rate should have been at 8cc/hr. The pump was noted earlier to show all zeros on screen. The nurse started to enter rates when all rates came back on. The nurse did not realize the insulin rate came back at 150cc/hr. The pt's blood sugar dropped and he had to be treated with 50% dextrose." Upon further query the following info was provided: the customer contact reported at an unspecified time the nurse noticed the bag was almost empty. No additional event details were provided. Multiple unsuccessful attempts have been made to obtain additional info.